Event description:
During a ptca treatment procedure, the tip of the pt2 moderate support 300 cm star guidewire fractured during removal. The fractured portion remains in the patient's left anterior descending coronary artery. The patient has experienced no complications as a result of this event.

Event description:
It was further reported that following an abnormal stress test, a ptca / stenting treatment procedure was necessary. Angiography demonstrated critical restenosis in the distal segement of the previously stented, tortuous obtuse marginal branch of the left circumflex coronary artery. The 90% restenotic lesion was apparently very calcified and fibrous. The physician used a 6f cordis avanti plus introducer sheath for vascular access and a 6f bsc cls3.5 wiseguide guide catheter to cross the lesion. The pt2 moderate support 300 cm star guidewire crossed the lesion and a medtronic sprinter 12/3.0 mm balloon was then delivered oaver the wire and deployed at 12 atms in the distal aspect of the in-stent restenotic lesion. The sprinter balloon was then exchanged over-the-wire for a 3.25/10 mm cutting balloon and inflations were performed along the stented segment to a maximum pressure of 18 atms [rbp = 10 atms]. The cutting balloon was removed. Subsequently, another 3.25/10 mm cutting balloon was advanced over-the-wire and beginning at the distal end and progressing proximally, multiple inflations were performed along the stented segment to a maximum pressure of 16 atms distally, and 20 atms proximally in the mid and proximal segement. The cutting balloon was then removed. The physician observed an area of sub-optimal dilatation and subsequently inserted a 3.25/15 mm nc ranger balloon. This balloon was advanced to the distal aspect of the stent segment and several inflations were performed along the entire length of the stented segment to a maximum pressure of 20 atms. The nc ranger balloon catheter was removed. At this point the physician observed a complet fracture of the very distal tip of the pt2 guidewire which had been anchored in the very terminal portion of the obtuse marginal branch. The body of the wire was removed and replaced with a .014" bmw wire. A 3.0/23 mm cypher stent was delivered and deployed at 19 atms. An nc ranger 2.25/15 mm balloon was used to postdilate the cypher stent at 22 atms [rbp = 20 atms]. Lesion severity in the obtuse marginal branch of the circumflex coronary artery was reduced to zero % with excellent timi iii flow in the entire vessel as well as its branches. The patient remained asymptomatic during this event.